Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a 4 level posterior spinal fusion. During the surgery the set screw stripped during insertion. No patient complications were reported.